Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the issue occurred over a month ago and the insulin pump is working fine. Customer's blood glucose reading at the time of the call was 168 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.